Manufacturer narrative:
On 4-jan-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak occurred. It was reported that hemostatic valve was leaking during an afib procedure. The catheter was changed to a new one to complete the procedure without any problem. There was not any impact to patient. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was missing from the hub of the carto vizigo sheath. For this reason, a guidewire was inserted through the sheath and the valve was not found inside the vizigo; however, the valve separated from the device. Examination of the brim cap and the silicone ring revealed the components were placed in the correct position and found in good conditions. This finding of the hemostatic valve having separated from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium is considered to be an MDR reportable malfunction. A device history record was performed for the finished device batch number, and no internal action were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on (B)(6)2022, it was noticed that inaccurate information was reported under supplemental (follow-up) medwatch report # 2 in section h10. Additional manufacturer narrative. It was incorrectly reported that an internal action had been opened to address the identified returned condition, however, this is incorrect. Please consider this statement removed from the device evaluation details: "however, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue."

Manufacturer narrative:
Device investigation details: according to video provided by customer, hemostatic valve was observed leaking. A device history record was performed, and no non-conformances related to the reported complaint condition were identified. The customer complaint was confirmed from the video analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak occurred. It was reported that hemostatic valve was leaking during an afib procedure. The catheter was changed to a new one to complete the procedure without any problem. There was not any impact to patient.